Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the spare lamp turning on is due the use of a non-olympus lamp. The instructions for use (IFU) states: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned the lamp had 300 hours and proceeded to change the bulb. Afterward, the device was able to work. The customer mentioned the lamp was a non olympus product and tac recommended an olympus lamp with part number maj-1817. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source spare lamp came on. There was no patient involvement, no harm or user injury reported due to the event.